Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an unrelated surgical procedure, patient experienced ineffective therapy, 2 of the patients leads had high impedances. As a result, surgical intervention was undertaken wherein both leads were explanted, and one lead was replaced to address the issue.